Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the usm to perform failure analysis (fa). Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where a relevant testing was passed within specification. Once testing was completed, all searchlight, chipencoder virtual absolute (cva), and hall sensor assemblies were inspected, but no faults could be identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to duplicate the reported complaint. The fse used the breakaway clutch and reengaged with the instrument clutch, but it would not lock in place right away. The fse replaced the universal surgical manipulator (usm) to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, universal surgical manipulator (usm) 4 moved while the site was deploying for docking. The site was referring to the breakaway clutch on usm 4. It was explained to the site that abrupt movements and stops of the patient side cart (psc) and the positions of the usms can sometimes enable the breakaway clutch feature. The procedure was completing as planned with no reported injury.